Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that debris was noticed on an intraocular lens (iol). No patient contact was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/17/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose fibers/particles on the lens related to the handling of the unit out of a sterile environment. No damage was observed on the lens optic or the haptics. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.